Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The sales rep, reported on behalf of the customer, that 2 variax distal radius screws broke during surgery. The sales rep has reported that one screw bent while being screwed into the patients wrist and the other screws' head sheared off. The sales rep reported that the shaft of the screw has been left in the patient as the surgeon determined that it would be too difficult to remove. There are no current plans to extract the shaft of the screw. The surgery was completed by using 2 new screws and there was no delay to surgery.